Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving an inappropriate high voltage (hv) therapy due to oversensing on the right ventricular (rv) lead. Hv therapy was disabled and the patient was hospitalized for lead revision. The physician could not explant the lead due to patient anatomy and the inability to retract the helix. The physician also noted insulation damage on the rv lead. The lead was capped and replaced. The patient was stable with no adverse consequences.